Event description:
It has been reported to philips that the allura xper fd20 system would not turn on. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system would not turn on. The rse confirmed that the customer accidentally pressed the emergency off button which shunt trips breakers powering system off but would not turn back on. The customer¿s in house electrician reset the breakers and tested the system. After resetting breakers, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The reported issue was occurred since the user pressed emergency off button by accidentally which shunt trips breakers powering system off and there was no malfunction of the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.